Event description:
It was reported that the ventilator was giving high peep alarms. The ventilator restarted with alarms. The patient's mother reported a burning smell coming from the ventilator. No patient harm reported.